Manufacturer narrative:
Event site name: polyclinique saint - roch. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the fork is cracked. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Defective part vlt stp 600 - s/e simple fourche (5p) (ard368819998) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: an external expertise demonstrated an irregularity in the weld bead (located on half of the section of the assembly), due to a lack of penetration, which caused cracking due to poor implementation of welding process (manual welding process instead of robot welding process). Probable root cause is improper welding. Issue is related to supplier. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the fork is cracked. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.